Event description:
It was reported that after an uneventful device preparation, during a coronary intervention, the 2.5x12mm rx trek balloon failed to inflate, using an indeflator. A 50% saline/contrast solution was used. Another rx trek balloon was used successfully to predilate the lesion. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.